Event description:
Patient not involved. This is regarding a potential for harm. Hospira changed the packaging of their polyethylene tubing as well as the tubing itself. Our hospital was not informed of change prior to new packaging shipped to us. The old packaging was labeled: nitroglycerin plumset and is not labeled: primary plumset. Our standard tubing throughout the hospital is labeled: primary IV plumset. The old polyethylene tubing also had a green color located inside the drip chamber and at the capped secondary port and now with the change it is the same coloring as the standard tubing. The only distinguishable factor is that the standard pump tubing has a blue port available, the polyethylene tubing does not. This is increasing the risk of a nurse using the wrong tubing. This becomes an issue in the cancer center when the polyethylene tubing is required during chemotherapy administration. If polyethylene tubing is not used, the chemotherapy can leech into the tubing.